Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a dampened speaker sound and a damaged system controller label were not confirmed. The heartmate ii system controller was not returned for analysis and no log files were submitted for review. Additional information communicated on 27jan2021 indicated that the exchanged system controller serial number label was not legible. Multiple good faith efforts were sent asking if the system controller would be returning for analysis; however, to date no response has been received. The root cause of the reported events were unable to be conclusively determined. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Serial number was requested, but could not be provided.

Event description:
It was reported that reviewed log file, contained an exchange to a backup controller on 11dec2020. The controller was exchanged because the alarm sounds of the primary controller had become extremely dampened.